Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify charge, battery lasts less than expected anomaly due to blank display. No moisture damage on motor, vibrator, keypad and electronics assembly noted.

Event description:
It was reported that they received a new battery cap, but problem persists, and the battery remains in use less than 1 week. The customer¿s blood glucose level was 115 mg/dl. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.